Event description:
"Failed implant removed and sent to pathology for ID and storage. Gross description: failed implant rec'd in fixative is a fragmented piece of surgical hardware compatible with orthopedic silicon implant. Diagnosis: faield implants (saved for possible further study)."